Manufacturer narrative:
Other text: d4: UDI number unavailable. G5: 510k number unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the patient's full dose did not occur. Per the reporter, the dose ran for two minutes but then stopped making the cycling noise; the pump screen read running' and a green light flashing. The patient attempted to stop and restart the pump, but the dose cycle had already been completed and it would not run. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause was programming issue; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(6).